Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of medical devices: ddbb1d1 ICD implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an appropriate shock and immediately after the shock it was noted the right ventricular (rv) lead had t-wave oversensing (twos) on one beat. Follow up with the physician's office indicated as this was just one beat, no intervention was done. Intermittent atrial undersensing by the right atrial (ra) lead was noted on stored atrial fibrillation (af) episodes. Follow-up indicated the undersensing was stable. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.